Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E2: health professional: unknown. E3: occupation: unknown. The actual sample was returned for evaluation. Due to the infection status of the actual sample was unknown, visual inspection was performed through a plastic bag. No anomaly in the appearance such as fluffing or peeling of coat was confirmed in the visible range, including the distal end. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar complaint from other facilities was reported in the past. The investigation results showed that, as far as it could be visually checked through the plastic bag, there was no anomaly in the appearance of the actual sample, such as fluffing or peeling of coat. In addition, no anomaly was found in the manufacturing record and shipping inspection record. Since the infection status of the actual sample was unknown and a detailed investigation could not be performed, the cause of this complaint could not be identified. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) case, shortly after the start of the procedure, endoscopic images showed that the distal end of the guidewire was peeled off (fluffed). They replaced it with a new one of the same product type and completed the procedure. No fragment remained in the patient. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully. The patient was not harmed.